Event description:
It was reported the patient is not experiencing adequate relief. Reprogramming was attempted but was unable to provide effective therapy. X-rays were taken and no anomalies found. Surgery may take place to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report number: 3006705815-2019-00559. Information was received that there were high impedance values on multiple lead contacts. Patient was also experiencing a shocking sensation at the ipg pocket site. As a result, surgical intervention took place during which the system was explanted and replaced. Post-operatively, effective therapy was established.

Event description:
Related manufacturer reference numbers: 3006705815-2019-00559 and 1627487-2019-03767.